Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, the balloon would not inflate and dissect the space properly. To correct the condition, another device was opened and used. There was no patient injury.